Event description:
The customer reported via phone call indicating that the insulin pump alarmed no delivery. Customer also had some site irritation. Customer changed the site and some blood came out. The customer's blood glucose level was not reported. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.